Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing, and the right ventricular (rv) lead exhibited low r waves that appear to be chronic. Both leads remain in use. No patient complications have been reported as a result of this event.